Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v681337, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported that the patient was in for a reprogramming session and they had to turn stim off due to pain in the vagina area. The stimulation was not up high, they were trying to reprogram to get therapy relief again. Stim had been off for several minutes and the pain subsided but still lingered. Impedance measurements were taken and they were within range. The patient experienced symptoms when the implantable neurostimulator (ins) was off. There was access to the clinician programmer. The patient had recent medical exposure. She had a procedure on her cervix with possible use of ablation, it was noted that they "burned it." There was no trauma or fall related to this issue. The pain was at the pocket and vagina. There was a sudden change in therapy/ symptoms. The patient lost therapy- (B)(6) 2015 after the medical procedure was completed. It was noted that there was no pain at the time of the procedure. There was burning at the ins pocket. The battery showed 14-29 months, the ins site looked fine and there was no redness or swelling noted. The rep met with the patient more and ended up turning stimulation off and directing to the doctor's decision. The rep tried different programs and got the patient to feel pulsating in vagina but there was concurrent burning at the battery site. The patient told the rep that she thought the procedure that was done was a loop electrosurgical excision procedure (leep) and after a couple of days, she turned stimulation on and felt pulsating, tingling numbing sensation but received no benefit. Additional information from the rep reported that the cause of therapy was still unknown. The patient had a procedure done in (B)(6) 2015 and the therapy had not worked since. The device was turned off and the burning sensation was gone. It was noted that the patient was more than likely going to be scheduled for a revision. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. If additional information is received, a follow up report will be sent.